Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Screw came out of mics handle while making cuts. Difficult to remove saw attachments as well. Case type: tka. Surgical delay: 2 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections MFR name, city & state, MFR site, premarket identification, type of report, follow up type, device evaluated by MFR, adverse event problem, additional MFR narrative based on the results of investigation. It was reported that the screw came out of mics handle while making cuts. Difficult to remove saw attachments as well. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. CAPA 2127499 has been raised for lost product. If the device is returned then the complaint will be reopened. Product history review: device history records indicate (B)(4) devices were manufactured under prodex lot k0aep and (B)(4) devices were accepted into final stock on (B)(6) 2017. A review of qt17-10-0108 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0aep shows 01 additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Screw came out of mics handle while making cuts. Difficult to remove saw attachments as well. Case type: tka. Surgical delay: 2 minutes.